Event description:
A system operator reports that the laser stopped firing during lasik surgery and the procedure could not be completed within the same surgery session. The surgeon plans to re-schedule the remaining procedure following corneal stability and refraction. The system operator also indicated pt outcome was not affected by this event.